Event description:
It was reported the thunderbeat's probe tip was broken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of broken tip was confirmed. A root cause could not be identified. Based on the results of the investigation, the probe was broken at 16.19 mm from its distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.